Event description:
It was reported that the surgeon revised left total knee triathlon. Patient had fallen and knee became unstable and loose. Triathlon ts was used. It was noted that the surgeon stated that the revision not related to implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy.